Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports of inaccuracies that occurred on the same day with the same wearable. Related record: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, while at work, the patient lost consciousness. A coworker called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 86 mg/dl, and the bg meter was reading 26 mg/dl (this inaccuracy event is documented under (B)(4). The patient was treated with a ¿liquid form¿ of glucose. The patient recovered after treatment. There was no information of the patient being taken to the emergency room. Later the same day, the patient had a seizure while wearing the same sensor as above (captured in this report). The cgm / bg meter readings could not be recalled by the patient during this part of the event; however, the patient alleged a ¿sensor problem¿. The patient¿s parent treated the patient with juice for 2 hours to stabilize her bg level. There was no report that the patient sought assistance from a higher level of care. The patient was in ¿stable¿ condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.